Manufacturer narrative:
At this time, the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), and another manufacturer's defibrillation lead, exhibited a high out of range shock impedance measurement. Boston scientific technical services (ts) discussed as compared to other values, the out of range measurement may be erroneous. An additional remote monitoring interrogation was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This device has not been returned. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating the patient presented to the hospital with congestive heart failure. High out of range shock impedance measurements continued to be observed and a lead revision was being considered. This ICD was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d), the other manufacturer's lead was surgically abandoned and replaced. No adverse patient effects were reported.